Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported procedure was to treat a mildly tortuous lesion in the mid left anterior descending (lad) artery. Pre-dilatation was performed with a 2x8mm balloon dilatation catheter (bdc). The 2.5x28 mm xience prime was deployed at 16 atmospheres (atm); however post implantation, a proximal edge dissection was noted. A 2.5 x 23 mm xience xpedition was used to treat the dissection and the procedure was completed. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.